Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was conducted. The report indicates that the: DHR review for part #310.25, synthes lot#u211797. Release to warehouse date: 19-nov-2014, 20-nov-2014. Expiration date: n/a. Supplier: orchid unique. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during a left tibia nail procedure on (B)(6) 2017. The surgeon was drilling outside of the bone, using the drill bit in an off-label way (using it at a blocking fashion to make the nail deflect in a different direction). The drill bit broke into two pieces and two fragments from the fluted portion were left in the patient¿s distal tibia. There was no reported surgical delay or additional x-rays. The final construct was a tibial nail with screws. The procedure was reported completed successfully with the patient in stable condition. This complaint is for one(1) device. Concomitant devices reported: synthes trauma recon drill (part#: unknown, lot#: unknown, quantity#: 1); unknown nail (part# unknown, lot# unknown, quantity# unknown). This report is 1 of 1 for (B)(4).